Event description:
As reported, approximately six years post initial right tka, the 58 y/o male patient had revision surgery due to pain, inflammation and knee failure. There was discrete asymmetry and synovitis. Patient was revised to a optetrak cc. No further information provided.

Manufacturer narrative:
Section d10: concomitant products/ femur ps cem.nº4 der.(cat# 02-010-01-0340 / serial# (B)(6)). Bandeja tibial logic fit 4f/5t (cat# 02-012-45-4050 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H3: the revision reported may have been the result of malalignment between the femoral and tibial components, third body wear, patient-related conditions, instability, or any combination of these possibilities, which led to wear of the polyethylene insert. However, this cannot be confirmed because the component was not returned for evaluation and images or radiographs were not provided. Additionally, the insert was packaged in a non-conforming vacuum bag for over five years, which may have contributed to the reported wear.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: g1 contact first & last name, g3, h6 clinical & component codes, and investigation findings and conclusion. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.